Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The tsr instructed the hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up phone call by product surveillance to the nurse regarding the alarm, it was revealed that the home patient (hp) is doing fine and continuing therapy without issues. The nurse did not have information about the alarm. Per nurse, hp did not report any defects on the supplies. The nurse did not know the product information. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Attempts were also made to contact the hp, however, it was found that the number was invalid; therefore, baxter was not able to contact the hp.

Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) sv 2.5 infusor device was observed leaking at the location of the luer lock during patient use in the hospital. It is unknown what the device was filled with. There is no report of patient injury or medical intervention. No additional information is available.